Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed. Patient condition is unknown.

Event description:
New information received notes that the episodes of unspecified over-sensing were initially noted during an in-clinic follow-up.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of unspecified over-sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.